Event description:
It was reported that the customer experienced, an issue with the pediatric stretcher. It was reported that the the fowler access door did not remain secure when slightly shaken. It was reported that a patient fell out of the stretcher but was caught by the nurse. The patient was not injured during the event.